Event description:
It was reported through a retrospective collection of clinical data that a patient had a revision case due to a plate breaking post-operatively. The surgeon noted in the report that the patient was non-compliant with the post-operative care instructions. The patient walked early and consistently without his poot against the surgeon's medical advice. The patient non-compliance resulted in the plate breaking. The surgeon opted to revise the patient with another in2bones device and the patient developed fusion.